Event description:
It was reported that during an attempt to implant the atrial lead in multiple locations the helix was extended and retracted multiple times. After several attempts to position the lead was withdrawn and upon evaluation the helix appeared to be not functioning properly. A competitor lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The analysis revealed the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead was extrinsically over-rotated and became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood and the visual summary analysis of the lead indicated damage at implant. (B)(4).